Event description:
Customer called to report the pump did not have an audible tone. Also stated the pump was dropped in the bathtub and it was completely submerged in the water. Troubleshooting was performed. The audible tone was not able to be heard.